Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral valve in valve procedure (sapien xt valve in an edwards paramount 2700 surgical aortic valve), some difficulty was encountered while crossing the aortic arch with the commander delivery system and 23mm sapien xt valve. The sapien xt valve was able to be positioned. When the pusher was pulled back, the valve was in position to be deployed, but wasn¿t ¿fitting square¿ in the prosthetic valve. The decision was made to adjust the valve. At this point, the valve went into the ventricle. The system was pulled back as a unit, but the valve appeared to get caught on a leaflet of the prosthetic valve. The pusher was also noted to be off of the valve. The valve was finally able to be pulled back into position: however, wire position was lost. The decision was made to pull everything out and start over. As the system was being pulled out, the patient¿s pressure started dropping and then ¿bottomed out¿. The surgeon suspected a bleed and opened the patient above the iliac. The suspected bleed could not be found. Unfortunately, the patient expired during the procedure. Following the patient death, all devices were removed and examined. The top strut of the sapien xt valve was found to be bent at a 90 degree angle. It was determined that when the sapien xt valve was caught on the surgical valve, the strut was bent. As the system (valve and delivery system) were being pulled out of the patient, the valve strut cut parts of the aorta on the ¿way down¿. It was also noted that a piece of the iliac artery was observed on the sheath upon withdrawal. The physicians believed that the initial cuts were likely higher than the iliac artery. Blood was observed to be coming from somewhere higher than the level of the iliac vessels. Per the physicians, there was trauma to the vessel while withdrawing the valve through the aortic root. The access vessel minimum luminal diameter (mld) measured 6.5mm with moderate calcification and ¿minimum¿ tortuosity reported.

Manufacturer narrative:
(B)(4). Thv/tvt registry. UDI number: (B)(4). The sapien xt valve, crimped on the commander delivery system, was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed the crimped valve on the delivery system was exposed through the liner seam of the sheath. A strut on the inflow section of the valve, next to commissure tab c3, was bent. All leaflets were dehydrated and heavily wrinkled. The cp1 leaflet was torn/cracked, likely due to the dehydrated valve deployment off of the delivery system during pre-decontamination evaluation. No structural damages were observed on x-ray images of the frame. No other abnormalities were observed. Functional testing and dimensional analysis could not be performed due to the condition of the returned valve. Review of the related work orders for the sapien xt valve did not reveal any issues that could have contributed to this complaint. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The report of the frame damaged during use was confirmed based on the condition of the returned valve. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, procedural factors (manipulation of the device), in addition to patient factors (pre-existing prosthetic valve) likely contributed to the bent valve strut, aortic dissection and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2017-01763.